Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / severe left and right near pelvis pain / pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia / dyspareunia (painful sexua lintercourse)") in a 31-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6) 2003 and (B)(6) 2011), premature delivery and cystic fibrosis carrier. Previously administered products included for birth control: yaz and ortho tri-cyclen. Past adverse reactions to the above products included weight increased with ortho tri-cyclen. Concurrent conditions included overweight, endometriosis and anesthesia. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced mental disorder ("hormonal changes describe: mental"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), astigmatism ("vision/eye problems astigmatism right and left eyes"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, mental disorder and migraine had resolved, the menorrhagia and vaginal haemorrhage was resolving and the dysmenorrhoea, female sexual dysfunction, headache, astigmatism, fatigue and weight increased outcome was unknown. The reporter considered astigmatism, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, mental disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 163 lbs. She did not allege that essure caused birth defects. Mr- trailing coils into the uterine cavity was 4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. On 2011 and 2012 patient underwent essure confirmation test. (B)(6) 2014: pathological report : the specimen received in formalin labeled with the patient's name and "uterus, cervix and bilateral fallopian tubes" consists of a uterus with attached cervix and detached bilateral undesignated fallopian tubes. The 84 grams. A.5 x 4.5 x 4.0 cm uterus with attached cervix shows tan-pink, smooth, glistening serosa. The 8xocervix is lined with tan-white, smooth, glistening mucosa surrounding a patent triangular os measuring 0.6 x 0.5 cm. The endocervical canal is lined with yellow velvety mucosa with non distinct transformation zone.sections reveal at least four endocervical cysts measuring up to 0.5 x 0.5 x 0.5 cm. The 2.5 x 2.3 cm triangular uterine cavity is lined with dark pink velvety endometrium measuring o.s cm in thickness. The myometrium is tan-white, rubbery and trabeculated measuring up to 1.5 cm in thickness. Sections reveal no intramural nodules, masses or lesions. ¿concerning the injuries reported in this case, the following one/ones were described in medical records conforming events pelvic pain, dysmenorrhea, dyspareunia" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / severe left and right near pelvis pain / pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia / dyspareunia (painful sexua intercourse)") in a 31-year-old female patient who had essure (batch no. 869756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6) 2003 and (B)(6) 2011), premature delivery and cystic fibrosis carrier. Previously administered products included for birth control: yaz and ortho tri-cyclen. Past adverse reactions to the above products included weight increased with ortho tri-cyclen. Concurrent conditions included overweight, endometriosis and anesthesia. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced mental disorder ("hormonal changes describe: mental"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), astigmatism ("vision/eye problems astigmatism right and left eyes"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery (total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, mental disorder and migraine had resolved, the menorrhagia and vaginal haemorrhage was resolving and the dysmenorrhoea, female sexual dysfunction, headache, astigmatism, fatigue and weight increased outcome was unknown. The reporter considered astigmatism, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, mental disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 163 lbs. She did not allege that essure caused birth defects. Mr- trailing coils into the uterine cavity was 4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. On 2011 and 2012 patient underwent essure confirmation test. (B)(6) 2014 : pathological report : the specimen received in formalin labeled with the patient's name and "uterus, cervix and bilateral fallopian tubes" consists of a uterus with attached cervix and detached bilateral undesignated fallopian tubes. The 84 grams. A.5 x 4.5 x 4.0 cm uterus with attached cervix shows tan-pink, smooth, glistening serosa. The 8xocervix is lined with tan-white, smooth, glistening mucosa surrounding a patent triangular os measuring 0.6 x 0.5 cm. The endocervical canal is lined with yellow velvety mucosa with non distinct transformation zone. Sections reveal at least four endocervical cysts measuring up to 0.5 x 0.5 x 0.5 cm. The 2.5 x 2.3 cm triangular uterine cavity is lined with dark pink velvety endometrium measuring o.s cm in thickness. The myometrium is tan-white, rubbery and trabeculated measuring up to 1.5 cm in thickness. Sections reveal no intramural nodules, masses or lesions. ¿concerning the injuries reported in this case, the following one/ones were described in medical records conforming events pelvic pain, dysmenorrhea, dyspareunia" most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs information received. Plaintiff did not undergo essure confirmation test. Plaintiff stated that shortly after essure removal the abnormal bleedings decreased. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / severe left and right near pelvis pain / pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia / dyspareunia (painful sexua lintercourse)") in a 31-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2 (B)(6) 2003 and (B)(6) 2011), premature delivery and cystic fibrosis carrier. Previously administered products included for birth control: yaz and ortho tri-cyclen. Past adverse reactions to the above products included weight increased with ortho tri-cyclen. Concurrent conditions included overweight, endometriosis and anesthesia. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced mental disorder ("hormonal changes describe: mental"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), astigmatism ("vision/eye problems astigmatism right and left eyes"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, mental disorder and migraine had resolved, the menorrhagia and vaginal haemorrhage was resolving and the dysmenorrhoea, female sexual dysfunction, headache, astigmatism, fatigue and weight increased outcome was unknown. The reporter considered astigmatism, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, mental disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 163 lbs. She did not allege that essure caused birth defects. Mr- trailing coils into the uterine cavity was 4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. On 2011 and 2012 patient underwent essure confirmation test. (B)(6) 2014 : pathological report : the specimen received in formalin labeled with the patient's name and "uterus, cervix and bilateral fallopian tubes" consists of a uterus with attached cervix and detached bilateral undesignated fallopian tubes. The 84 grams. A.5 x 4.5 x 4.0 cm uterus with attached cervix shows tan-pink, smooth, glistening serosa. The 8xocervix is lined with tan-white, smooth, glistening mucosa surrounding a patent triangular os measuring 0.6 x 0.5 cm. The endocervical canal is lined with yellow velvety mucosa with non distinct transformation zone. Sections reveal at least four endocervical cysts measuring up to 0.5 x 0.5 x 0.5 cm. The 2.5 x 2.3 cm triangular uterine cavity is lined with dark pink velvety endometrium measuring o.s cm in thickness. The myometrium is tan-white, rubbery and trabeculated measuring up to 1.5 cm in thickness. Sections reveal no intramural nodules, masses or lesions. ¿concerning the injuries reported in this case, the following one/ones were described in medical records conforming events pelvic pain, dysmenorrhea, dyspareunia" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but it considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. A removal of the essure device by total hysterectomy was performed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but it considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2014 removal of the essure device by total hysterectomy). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea and dyspareunia to be related to essure. Most recent follow-up information incorporated above includes: on 2-mar-2017: correction following company internal review: the event physical pain was deleted. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain. A removal of the essure device by total hysterectomy was performed. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / severe left and right near pelvis pain / pelvic pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia / dyspareunia (painful sexua lintercourse)") in a 31-year-old female patient who had essure (batch no. 869756) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2003 and (B)(6) 2011), premature delivery and cystic fibrosis carrier. Previously administered products included for birth control: yaz and ortho tri-cyclen. Past adverse reactions to the above products included weight increased with ortho tri-cyclen. Concurrent conditions included overweight, endometriosis and anesthesia. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("hormonal changes describe: mental"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), astigmatism ("vision/eye problems astigmatism right and left eyes"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (underwent total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, mental disorder and migraine had resolved and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, female sexual dysfunction, headache, astigmatism, fatigue and weight increased outcome was unknown. The reporter considered astigmatism, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, mental disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 163 lbs. She did not allege that essure caused birth defects. Mr- trailing coils into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. On 2011 and 2012 patient underwent essure confirmation test. On (B)(6) 2014 : pathological report : the specimen received in formalin labeled with the patient's name and "uterus, cervix and bilateral fallopian tubes" consists of a uterus with attached cervix and detached bilateral undesignated fallopian tubes. The 84 grams. A.5 x 4.5 x 4.0 cm uterus with attached cervix shows tan-pink, smooth, glistening serosa. The 8xocervix is lined with tan-white, smooth, glistening mucosa surrounding a patent triangular os measuring 0.6 x 0.5 cm. The endocervical canal is lined with yellow velvety mucosa with non distinct transformation zone.sections reveal at least four endocervical cysts measuring up to 0.5 x 0.5 x 0.5 cm. The 2.5 x 2.3 cm triangular uterine cavity is lined with dark pink velvety endometrium measuring o.s cm in thickness. The myometrium is tan-white, rubbery and trabeculated measuring up to 1.5 cm in thickness. Sections reveal no intramural nodules, masses or lesions. ¿concerning the injuries reported in this case, the following one/ones were described in medical records conforming events pelvic pain, dysmenorrhea, dyspareunia." Most recent follow-up information incorporated above includes: on 26-feb-2018: events - "hormonal changes describe: mental, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, vision/eye problems astigmatism right and left eyes, fatigue, weight gain", lot number, reporter, historical condition added from pfs. Concomittant and historical condition, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain / severe left and right near pelvis pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), dysmenorrhoea ('dysmenorrhea / dysmenorrhea (cramping)') and dyspareunia ('dyspareunia / dyspareunia (painful sexua lintercourse)') in a 31-year-old female patient who had essure (batch no. 869756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2 ((B)(6) 2003 and (B)(6) 2011), premature delivery and cystic fibrosis carrier. Previously administered products included for birth control: yaz and ortho tri-cyclen. Past adverse reactions to the above products included weight increased with ortho tri-cyclen. Concurrent conditions included overweight, endometriosis and anesthesia. Concomitant products included clonazepam (B)(6) 2014 to (B)(6) 2014, paracetamol (acetaminophen) since 2011 and topiramate (topamax) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"), 19 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mental disorder ("hormonal changes describe: mental"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), astigmatism ("vision/eye problems astigmatism right and left eyes"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain"), urinary tract disorder ("bladder/urinary problems") and bladder disorder ("bladder/urinary problems"). The patient was treated with topiramate (topamax) and surgery (hysterectomy, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, mental disorder, female sexual dysfunction, migraine, urinary tract disorder and bladder disorder had resolved, the menorrhagia and vaginal haemorrhage was resolving and the dysmenorrhoea, weight increased, astigmatism, fatigue, headache, depression, anxiety and back pain outcome was unknown. The reporter considered anxiety, astigmatism, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, mental disorder, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Current weight: 163 lbs. She did not allege that essure caused birth defects. Mr- trailing coils into the uterine cavity was 4. Current weight 160 lbs. Approximate weight at the time of essure placement 190 lbs. Plaintiff received treatment for pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Pathology test - on (B)(6) 2014: the specimen received in formalin labeled with the patient's name and "uterus, cervix and bilateral fallopian tubes" consists of a uterus with attached cervix and detached bilateral undesignated fallopian tubes. The 84 grams. A.5 x 4.5 x 4.0 cm uterus with attached cervix shows tan-pink, smooth, glistening serosa. The 8xocervix is lined with tan-white, smooth, glistening mucosa surrounding a patent triangular os measuring 0.6 x 0.5 cm. The endocervical canal is lined with yellow velvety mucosa with non distinct transformation zone.sections reveal at least four endocervical cysts measuring up to 0.5 x 0.5 x 0.5 cm. The 2.5 x 2.3 cm triangular uterine cavity is lined with dark pink velvety endometrium measuring o.s cm in thickness. The myometrium is tan-white, rubbery and trabeculated measuring up to 1.5 cm in thickness. Sections reveal no intramural nodules, masses or lesions.. ¿concerning the injuries reported in this case, the following one/ones were described in medical records conforming events pelvic pain, dysmenorrhea, dyspareunia" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Reporter information added. Events: bladder/urinary problems added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.